Event description:
It was reported that the customer had high blood glucose levels of 470mg/dl. Customer treated with 1 unit of insulin and blood glucose levels dropped to 300mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).